Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
We placed a covered prosthesis during a very complicated ercp. When it was dropped, it did not come off the prosthesis pusher. Which forced us to remove everything, the 1h30 of previous procedure were therefore lost. We tried again to put a prosthesis unfortunately in vain due to the edema caused by a long procedure. The patient is therefore awaiting a biliary drain if his condition allows it. "As per cc form": we placed a covered stent during a very complicated ercp. When it was dropped, it did not detach from the stent pusher. Which forced us to remove everything, the 1h30 of previous procedure were therefore lost. We tried again to place a stent unfortunately in vain following the edema improved by a long procedure. The patient is therefore awaiting a biliary drain if his condition allows it. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Event description:
This supplemental report is being submitted due to completion of the lab re-evaluation on 31jan2023.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions

Event description:
Supplemental report is being submitted due to lab evaluation completed 02nd nov 2022.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This supplemental report is being submitted due to completion of the investigation on 07-apr-2023.

Manufacturer narrative:
Device evaluation: the 1x evo-fc-10-11-6-b device of lot number c1886281 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 02nd november 2022. The device also underwent a laboratory re-evaluation on the 31st january 2023. On evaluation of the device on the 02nd nov 2022 the following was observed: visual inspection: red safety wire removed but still attached to device. Stent not returned. Red marker at last dimple past point of no return. Functional inspection: handle actuating fine for deployment and recapture. Safety wire removed with no issue on re-evaluation of the device on the 31st jan 2023 the following was observed: visual inspection: kink observed on inner catheter approx 13.5cm from white tip. Note 1: from the lab evaluation it was noted that the red safety wire was removed but still attached to the device. As per the instructions for use ifu0062-5, in step 11 of the instruction for use it states the following: ¿when stent point-of-no-return has been passed, disconnect leur lock fitting to remove safety wire completely from delivery handle¿. The customer/rep was queried on the reasoning behind the safety wire not being removed and replied stating: ¿the nurse was stuck with the safety wire during the removal procedure. She could not remove it completely. The doctor had to remove the duodenoscope from the patient with the evolution catheter in the operating channel.¿ note 2: customer/rep was queried as the kink observed during device re-evaluation was not mentioned as part of the complaint/failure. The rep responded saying that the kink was perhaps due to the shipping transport when they were loading the device into the pouch. Document review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. IFU & label review: there is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to patient anatomy as the device when returned for evaluation functioned as intended. It is possible that during deployment, a tortuous path may have caused a build-up of pressure causing the safety wire to not fully release thus causing the stent deployment difficulty. Summary: complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. As per the patient/event information, the device was removed causing the procedure to be prolonged, a second was attempted to be placed in vain due to the edema caused by the long procedure. Complaints of this nature will continue to be monitored for potential emerging trends.